Event description:
It was reported through ilet monthly survey that the user experienced nocturnal hypoglycemia at 66 mg/dl after an overnight glucose rise just above range; the ilet system delivered corrective insulin and the patient awoke low, with oral glucose used for treatment. Investigation of this case revealed a cause that could not be determined. No symptoms associated with low blood glucose. Outcomes included transient impact requiring self-treatment with oral carbohydrate, without medical intervention or hospitalization. It was concluded that the event was hypoglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.